Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the physician left the lv tip in the subclavian as it was separated from the rest of the lead upon extraction. The lv lead was capped. There were no additional adverse patient effects reported.